Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, there were blue lines across the screen as well as crack-like lines within the display. Additionally, it was reported that an unknown malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.